Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Is the mesh still implanted? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced chronic groin pain, many complications, sharp pain, discomfort and burning sensation in groin. The patient underwent two surgical procedures. It was also reported by the patient that the mesh made a nerve compression in his groin and that is very difficult and very risky to remove from the body. The patient is not able to go to work and needs to take tramadol every day because of chronic pain. The patient mentioned that his life is ruined from the product. Additional information has been requested.